Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen by the clinical team on (B)(6) 2022 with a possible superficial driveline infection. A culture was done on (B)(6) 2022 and on (B)(6) 2022 was positive for moderate white blood cells (wbcs), a few gram positive cocci in clusters, and many staphylococcus aureus. The patient was started on a doxycycline course and infectious disease (ID) referral was placed. On (B)(6) 2022 ID recommended continued antibiotic therapy, but no imaging or suppression as this was the patient's first infection. The culture was identified as methicillin-susceptible staphylococcus aureus (mssa) and a superficial infection.